Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported "we currently use the 2000e alaris needleless valves and nurses are reporting 'sticking' and difficulty removing them for routine changes. Some have even reported them breaking and causing accidental line about the cause of the "accidental line removals." The customer did not provide specific details about the cause of the "accidental line removals." No specific patient or event details were provided.